Manufacturer narrative:
Pc(B)(4) date sent to the FDA: (B)(6)2018. The following additional information was obtained: it is possible that a malfunction or deterioration in the characteristics or performance of the device may have caused or contributed* to the event? No if no, please confirm why: the device was normally sited and intact. Did the incident lead to, or under different circumstances could it have led to, a death or serious deterioration in state of health**? Yes.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? When was the pain first noted by a physician? Describe medical/surgical intervention for the pain including dates and results. Is the device available for analysis? What is the patient's current status?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and mesh was implanted. The patient developed widespread lower urinary tract, pelvic and lower limb pain symptoms that evolved around 12 months after the mesh was implanted. The patient underwent mesh removal on (B)(6) 2017. During removal surgery, there was no mesh exposure or erosion and the mesh was found to be appropriately sited. Additional information has been requested.

Manufacturer narrative:
Date sent to FDA: 8/6/2019. Additional narrative: it was reported that she experienced erosion of her internal bodily tissue following the procedure.